Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece did not cut. Timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was returned for investigation. A review of the customers complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on march 7, 2016. Based on qa assessment, the product met specifications at the time of release. A full functional test was performed on the returned phaco handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5 minutes on 100%torsional and ultrasound power and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Data analysis was performed in which the handpiece was used 51 times with no failures in tuning. Functionally the handpiece passes all tests within stroke specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information was provided by a nurse, who confirmed the event occurred during the beginning of a cataract surgery. The handpiece was tested successfully. The surgeon tried to use it in the patient's eye and stated that there was no phaco. The handpiece was changed and the surgery could be completed with no patient harm.